Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Pre complaint (B)(4), patient experienced failure of implant to integrate and implant was removed due to discomfort.